Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of a damaged black power cable on the heartmate3 system controller (B)(6) was confirmed via analysis of the submitted photo. Visual inspection of the submitted photo revealed damage to the black power cable connector. The heartmate3 system controller was not returned for analysis. Additional information stated that the system controller was exchanged, and no log files were available. The root cause of the damage was unable to be conclusively determined via this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Heartmate 3 patient handbook (rev. B) section c - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e - ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. B - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook and caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the system controller was exchanged on (B)(6) 2025. No log files were available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a follow up visit, a damage was noticed on the female screw on the black connector of the system controller. However, no technical malfunction of the controller was reported. Fixation with a battery clip was possible but a controller exchange was recommended.